Event description:
It was reported, the xenon light source would not turn on. The issue occurred at preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was confirmed that the event occurred due to the scope not been detected properly due to wear of the output connector. Moreover, the motor of the filter turret was stuck, and the front panel was blinking. Additionally, the top cover was scratched, and the scope socket was worn out. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.